Manufacturer narrative:
(B)(4). Visual examination found that the initial threads on the monoaxial¿s tulip head had become torn off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause for the torn threads on the si monoaxial screw 6 x 40 mm cannot be determined. Noted damage suggests that inadvertently cross threading of the set screw occurred upon insertion into the tulip head. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Posterior spinal fusion was done for patient with scoliosis. Construct was from t3-l2. When surgeon final tighten the single-inner set screw on the si monoaxial screw 6 x 40 mm on the left t9 pedicle, the thread of the single-inner set screw was stripped. Surgeon changed the single-inner set screw to new single-inner set screws. However 2 other single-inner set screws was also stripped. Surgeon then changed the si monoaxial screw 6 x 40 mm to a new si monoaxial screw 6 x 40 mm. The single-inner set screw was able to be final tightened on the new screw. When final tightening the single-inner set screw on the si polyaxial screw 5 x 35 mm on t4 left pedicle, the thread of the single-inner set screw was also stripped. After changing the single-inner set screw to a new single-inner set screw, it is able to be final tightened on the screw. Patient consequence? :no. Action taken for procedure:4 single-inner set screw and 1 si monoaxial screw 6 x 40 mm was replaced. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.